Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the battery was good when they had it checked 5-6 years go. Their device was dead because they couldn't connect and this past week they started having a lot of pain and discomfort, like they did prior to getting the device. They were redirected to their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said they have not touched their stimulator in a while because it has been doing great and they are thrilled with the results. The patient said they are having a surgical procedure tomorrow and they need to turn their therapy off, but the screen showed a poor communication picture. Reviewed the meaning of poor communication. Patient asked if it could be dead. Patient said it had been 10 years since they last had their battery changed. They went to the doctor one other time and it was checked. They were told it was good, but that was a long time ago. If the surgery involves electrocautery therapy, it must be off. I worked with pt to try to resolve poor communication by repositioning the programmer several times without the antenna attached, but poor communication was not resolved. Their managing doctor could check it in person and confirm the ins battery status. Reviewed possible depleted stimulators and redirected them to their managing healthcare provider. It is recommended to get in touch with the doctor doing the surgery tomorrow to let them know about the ins battery status. They were redirected to their doctor. Other information mentioned during the call: pt will get a pain stimulator tomorrow on the other side.